Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of syncope, and the lead exhibited far field p wave oversensing and slow pacemaker mediated tachycardia. The physician felt that the syncopal episodes were not related to the device. The lead was reprogrammed, and remains still in use. No patient complications have been reported as a result of this event.